Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode two days post implant. Review of stored device memory noted variable threshold measurements and loss of capture (loc). An x-ray was taken and the lead position appeared to be consistent with implant. An echocardiogram was performed and noted no lead perforation. A lead micro-dislodgement was suspected. High outputs were programmed and routine follow ups were planned. No additional adverse patient effects were reported. This product remains implanted and in service.